Event description:
The user returned the device to olympus service operation repair center (sorc) due to the endoscopic image failure. Sorc then inspected the device and found that the endoscopic image was noisy and no endoscopic image was available, due to flooding of the imaging unit of the camera head¿s main body. There was no report of patient injury associated with the event.

Manufacturer narrative:
The device was evaluated at sorc. As a result of the evaluation, the following was confirmed. -the electrical contacts on the video connector were corroded. -the camera cable was twisted. Based on the evaluation result of the device, it is possible that the endoscopic image failure occurred because the electronic circuit was destroyed by the moisture entering the camera head¿s main body by hitting or dropping the device. The instruction manual provides preventive measures against the reported failure mode. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device was repaired on february 27, 2015, april 5, 2018, and january 22, 2019. If additional information becomes available, this report will be supplemented.